Event description:
The customer reported that there was a stator not on error message. This error will likely cause the system to shut down and un-commanded. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board and the x-ray tube were replaced during the service call. The system was tested and found to be working as intended and put back into service.